Manufacturer narrative:
(B)(4).

Event description:
During a follow up a test of the vibratory alert was conducted, however the vibratory alert did not function using telemetry or the rf antenna. Explant of the device is anticipated.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The patient notifier self-test was also performed, and the notifier was found to be normal. No anomaly was detected.

Event description:
The device was explanted and replaced.